Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was umbilical hernia. The procedure performed was a laparoscopic repair of umbilical hernia with mesh. The patient had revision surgery 5 years and 3 months post surgery. The patient experienced pain, adhesions, re-herniation, scarring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of umbilical hernia. It was reported that after the implant, the patient experienced pain, adhesions of omentum to the mesh, recurrence and scarring. Post-operative patient treatment included revision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of umbilical hernia. It was reported that after the implant, the patient experienced abdominal tenderness, pain, adhesions of omentum to the mesh, recurrence and scarring. Post-operative patient treatment included revision surgery, removal of mesh, hernia repair with new mesh, lysis of adhesions, and myofascial advancement flap creation.

Manufacturer narrative:
Additional info: a4, b5, b7, d4 (expiration date), d6b, g4 (510k #), h4, h6 (patient code, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.